Manufacturer narrative:
A ge service rep performed an on site investigation. It was found that the operating nurses were improperly shutting the system down. This was occurring frequently. The customer was intending to replace the facilities c-arm with 9900 c-arms. No repairs were disclosed. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system appeared to create exposures without command. Also, pt data was mixed. No report of pt or staff injury.